Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A corrective action has been initiated to prevent similar sideport events.

Event description:
During preparation, it was noted that the extension tube of the three way stopcock detached from the introducer. The device was replaced to a new one and the procedure was completed with no adverse consequences to the patient. There were no adverse consequences to the patient.